Event description:
The customer reported a failure to boot up.

Manufacturer narrative:
(B)(4). The customer reported a failure to boot up. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was resolved by replacement of the therapy switch. After passing all performance assurance tests the device was returned to use. This is a malfunction of the therapy switch that caused a failure to power up.